Event description:
It was reported by service report that the foot end cover was dimpled and there were exposed sharp edges that could cause lacerations/cuts. Also, the lift power coil cable was damaged with exposed internal wires. There was pt involvement, however, no adverse consequences were reported.

Manufacturer narrative:
Result: lift power coil cable. Footend cover.